Event description:
A cardiac resynchronization therapy defibrillator (crt-d) was returned from name the source or state unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately 6 months post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) was returned from name the source or state unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately 6 months post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.